Event description:
An impella cp device was inserted surgically into the left femoral artery in a 51-year-old male patient with a past medical history of diabetes and renal insufficiency, presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had a cardiac arrest with return of spontaneous circulation (rosc) and was on bipella support. The transthoracic echocardiogram (tte) showed the impella in suboptimal position. The transesophageal echocardiogram (tee) showed a new left ventricle (lv) thrombus. Coagulation labs were subtherapeutic overnight. Goal of care discussed with family. After two days, the patient expired on support. The impella functioned at p-2 at 1.6l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in heart failure and cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the positioning issue was unable to be determined due to insufficient clinical details. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated.